Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the shipping inspection record of the involved product code/lot# combinations were conducted with no findings. It is known that peeling of outer layer may occur when the guidewire is used in combination with a metal needle. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. It is likely that the outer layer was peeled off due to the combined use of the actual product and the metal needle however, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
Terumo medical received a user facility medwatch report from texoma medical center regarding a terumo radifoucs glidewire. The event description states: "surgeon used metal entry needle when using radifocus glidewire and hydrophilic coating sheered off inside patient and had to be removed." Additional information was received on 06may2021. The procedure being performed for the patient at the time the issue occurred was a hd catheter placement. The sheered coating occurred in the right lower lobar pulmonary arterial branch. The removal of coating was retrieved through surgical intervention. The patient's condition was stable. Additional information was received on 11may2021. The estimated blood loss was 10 ml with placement of hemodialysis catheter; there was none with retrieval. The fragment of glidewire had to be retrieved and was retrieved. A metal entry needle was used with the glidewire.